Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. Visual inspection, magnetic sensor functionality test, electrical test, and irrigation tests of the returned device were performed following bwi procedures. Visual analysis revealed a foreign material inside the tip and a hole at the pebax. A scanning electron microscope-energy dispersive spectroscopy (sem/eds) study was performed on the foreign material stuck inside the pebax and the finding was that it was mostly composed of sodium and chlorine. Therefore, evidence of saline solution in the sample was found. Based on these results, this issue may be related to the procedure; however, this could not be conclusively determined. The device was connected to the carto 3 system, and it was recognized and visualized correctly. No issues or errors were observed. An electrical test was performed, and no electrical issues were found. A pump was connected, and irrigation was performed, no problems were detected. A manufacturing record evaluation was performed for the finished device number lot 31137728l and no internal action related to the complaint was found during the review. The damage on the pebax could be related to the electrical issues reported by the customer. Therefore, the customer complaint was confirmed. The potential cause of the damage on the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that there was current leakage accompanied by a signal loss. The cable was replaced with no resolution. When the catheter was replaced, the issue was resolved. There was no patient consequence. The current leakage issue, as well as the signal loss were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 08-apr-2024, there was foreign material inside the tip and a hole in the pebax. This was assessed as MDR reportable with an awareness date of 08-apr-2024.